Manufacturer narrative:
The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip completely broken off, minor scratched display window and missing end cap sticker. Analysis was unable to perform the displacement test due to reservoir tube lip damage. (B)(4).

Event description:
The customer reported via phone call that their insulin pump had cracks around the reservoir compartment. The customer¿s blood glucose level was 275 mg/dl at the time of the incident. Customer declined troubleshooting for high blood glucose as it was due to eating and sleeping afterwards. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.